Event description:
Event description this endotak transvenous defibrillation lead was returned to cpi for routine analysis following a patient death. There was no allegation against the this lead. The event is entered due to cpi's labratory analysis results.